Event description:
Healthcare professional reports inr result higher than reference with the hemochron signature elite microcoagulation system for oncology pt. Elite generated result of 2.4 inr and the reference laboratory result was 1.3 inr. Further communication with customer identified that pt is on dual therapy of heparin and coumadin. Per the product's instructions for use, test results may be susceptible to interference from other anticoagulants such as heparin. Patient's therapeutic: 2.0-3.0 inr. No adverse events were reported.

Manufacturer narrative:
(B)(4). J201 cuvette lot number: k2jpt088. Method code: actual device not evaluated. Process evaluation performed. No ncmr's identified for this instrument. Cuvette device history records reviewed and found to meet specifications. Result code: no results available since no evaluation performed. Result code: unable to confirm complaint. Further communication with customer identified that pt is on dual therapy of heparin and coumadin. Per the product's instructions for use, test results may be susceptible to interference from other anticoagulants such as heparin.